Event description:
It was found during baxter's functional testing of a spectrum pump that the device's alarmed unload set from guide # 2 when no set was loaded. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Functional testing of the device was not completed due to "unload from guide #2 alarm when set is not loaded." Eval found that the lower hook was switch slow to respond, resulting in the unit prompting user to unload a set from loaded point 2. The lower auxiliary assembly was replaced.